Event description:
A malfunction alarm was reported, identified as a software error with a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and the customer successfully reset the device with no recurrence of the malfunction code. The customer was advised to monitor the situation and call back if the issue reoccurs.